Manufacturer narrative:
This report is submitted on august 18, 2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on september 26, 2022.

Manufacturer narrative:
This report is submitted on january 6, 2022.